Manufacturer narrative:
Hakim valve was returned for evaluation: DHR - lot 6016727, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; proximal end of the valve (connector and pre chamber) has been cut off just before the valve casing, no other defects noted. The valve passed the tests for programming, reflux. The pressur test, flush and leak tet could't not be done as the connector was lack. Root cause - no root cause could be determined as the technician could not confirm any programming issue with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve.

Event description:
N/a.

Manufacturer narrative:
Lot number updated: 5611481. DHR - conformed to the specifications when released to stock.

Event description:
N/a.

Event description:
A facility reported a hakim valve (ID 833834) was implanted 6 months ago. The patient was feeling well; however, he had a fall and hurt his head. The injury was not bad and the patient recovered. Since then, the valve was not working properly and the result was that the valve was blocked. They could not program it anymore; therefore, it was replaced. A 40 minutes surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.